Event description:
The customer reported that a pump shut off while infusing tpa in the ed. The pump shut off midway thru the tpa infusion and the nurse was unable to determine how much tpa was infused by the pump. The customer attributed this event to a channel disconnect secondary to iui contamination and/or damage. There was no delay in medication administration and no report of patient harm.

Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.